Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient felt a thumping sensation from diaphragmatic stimulation. R-wave measurements had decreased and there was no capture at maximum device outputs. Pacing impedance remained unchanged; however, shock impedance had increased from 77 ohms to 113 ohms. The lead was found to have dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.